Manufacturer narrative:
The device details associated with this adverse event were not reported. Should additional information be obtained, a supplementary report shall be submitted. This report is submitted on november 9, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2017, in order to place a longer abutment on the fixture.